Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient requested more coverage in the right low back. It was noted that the patient hadn¿t been reprogrammed since 2016. An x-ray was taken and it was determined that the right lead was lower than it was at implant. The ins was reprogrammed to give the patient more coverage in the low back and left leg and from the buttock to the right foot. The patient planned to try the new program for a few weeks to determine if a lead revision is necessary. No symptoms or complications were reported.